Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the root cause could not be identified; however, it is possible that a defect in the components inside the shaft may be the cause. The event can be detected/prevented by following the instructions for use which state: chapter17 preparation and inspection warning before using this product, confirm that the product (including connectors and cables) has no damage, cracks, dents, or other defects. Do not use the product if any abnormalities are observed. Failure to comply may result in injury or electric shock to patients or medical personnel, or damage to the equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer & divider had a malfunction where the blade would not advance and failed to cut. This malfunction occurred during a therapeutic vats right lower lobectomy. The device was not replaced during surgery and was used until the end of the procedure. There were no reports of patient harm.